Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of seven for the same event; see also 0001032347-2016-00088 through 00093. Remains implanted.

Event description:
The patient reported a potential revision; she reported squeaking sounds and popping of the joint. She also reported she has been experiencing pain, debilitating headaches, and feels as though the joint is out of place. The patient states she has sought second opinions to get the joint devices removed and replaced. No surgery date has been scheduled at this time and no follow up could be performed with the surgeon's office as the surgeon's name was not provided.